Event description:
Customer reported unexpected negative reactions with fya positive cells of capture-r ready-screen (4), capture-r ready-ID, and capture-r ready-ID extend I when testing a patient containing anti-fya. When testing the sample by a tube method using peg as the potentiator, 1+ reactivity is seen at the antiglobulin phase of testing. The customer reported that when the incubation time was increased from 20 minutes to 30 minutes, the 5 of 5 fy (a+) positive cells capture-r ready-ID were reactive.

Manufacturer narrative:
The reactivity of the fya antigen was confirmed on retention capture-r ready-screen(4), lot k136; capture-r ready-ID, lot id082 and capture-r ready-ID extend I, lot dp016. The customer did not return sample for investigation testing. The package inserts for capture-r procedure state: "negative reactions will be obtained if the test specimen contains antibodies present in concentrations too low to be detected by the test methods employed."